Event description:
Customer reports to have received a button error alarm and keypad anomaly. Customer states that the esc and act buttons were not responding. Customer's blood glucose was 165 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit was received with no down button response due to corroded keypad trace. No button error alarm noted during testing. Pump received with minor scratched display window and cracked reservoir tube lip.